Event description:
It was reported that pump battery did not charge even though caller used charging pad, correct alignment, tandem cable, wall adapter, and confirmed working outlet, and pump still did not begin charging after remaining on charging pad for at least 30 minutes and after trying a different charging cable. There was no reported impact to the customer¿s blood glucose level. Customer was advised to use backup pump if pump battery depleted before resolution, and technical support arranged shipment of replacement charging supplies with two-day delivery and planned follow-up.